Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. The lens is cut in half, typical of insertion and removal from the eye. Both pieces are adhered to each other by solution. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported complaint. The multifocal lens was replaced with a monofocal lens. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. Information in the file states the patient was unable to neuro adapt to technology of the extended focus lens. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced vision blurry and unable to neuro adapt to technology of extended focus . The iol was exchanged for another lens model 7 months following the initial implant procedure. The clinical reason for explant mentioned as patient unhappy with vision from initial iol. The patient was not hospitalized for the event and there was no patient harm. Additional information has been requested.